Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
It was identified that during an atherectomy procedure using a csi orbital atherectomy device (oad), a class c dissection occurred. This was identified during an angiographic image review following the procedure. The procedure was completed with no adverse events reported.

Manufacturer narrative:
The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), a dissection occurred. The target lesion was located in the mid left anterior descending artery (lad) and was treated with the oad followed by balloon angioplasty. A dissection was noted in the distal lad and was resolved with placement of a stent. The patient was in stable condition following the procedure. It was identified during an angiographic review following the procedure that the dissection was a class c dissection.